Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a pn relion 31g x 8mm 3b tw 50ct would not attach during use. The following was reported by the initial reporter: "it was reported: 2 pen needles that would not attach onto her treseva flextouch pen. Verbatim: consumer reported found 2 pen needles that would not attach onto her treseva flextouch pen. New to using the relion/bd pen needles. Was using prior manufacture for years. Informed of proper non patient end placement. She was able to attach pen needle with a 3rd attempted pen needle lot # 0140341. Catalog# 320616. Date of event 03-16-2021 = 1 pen needle. Date of event 03-17-2021 = 1 pen needle. Sample status discard".

Event description:
It was reported that a pn relion 31g x 8mm 3b tw 50ct would not attach during use. The following was reported by the initial reporter: "it was reported: 2 pen needles that would not attach onto her treseva flextouch pen. Consumer reported found 2 pen needles that would not attach onto her treseva flextouch pen. New to using the relion/bd pen needles. Was using prior manufacture for years. Informed of proper non patient end placement. She was able to attach pen needle with a 3rd attempted pen needle. Lot#: 0140341, catalog#: 320616, date of event: on (B)(6) 2021 = 1 pen needle, date of event: on (B)(6) 2021 = 1 pen needle, sample status discard".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Tested 7pcs retention samples of thread function, all results passed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.